Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly no longer using the device and has not contacted the facility for further follow-up. It is believed that the recipient experienced an in-situ failure. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.